Manufacturer narrative:
(B)(4). This is a reusable OEM device; a lot history record review was unable to be performed because the lot number was not reported and the specific product lot cannot be identified from the ship history. Cs surgery was contacted to obtain the ship history. According to their system, there were no records found for any c-vh-3030 shipped to the account during the time frame 11/29/2015 to 11/29/2016. Therefore, it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. A visual inspection was conducted. The device showed signs of clinical usage and no evidence of blood. No other visual non-conformance was observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use with a reference hemopro, reference adapter cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. Based upon the evaluation results, the reported complaint was not confirmed for the reported failure mode "failure to deliver energy/ intermittent continuity".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro dc extension cable delivered intermittent power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro dc extension cable delivered intermittent power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.